Manufacturer narrative:
The account found the side rail latch release mechanism is dirty. The account cleaned and lubricated the side rail release mechanism to resolve the issue.

Event description:
The account alleged the side rail would not latch. No patient impact.